Event description:
During a total vaginal hysterectomy, the surgeon noticed that the shim was missing from the open forceps at the end of the procedure. The shim was located inside the patient and was recovered. There was no patient harm.

Manufacturer narrative:
The forceps were received with the shim detached from the bottom arm. There is evidence of adhesion on the bottom of the shim insulator with very little adhesive residue on the arm of the forceps. No adhesive within the holes on the arm. The other shim was removed for comparison, and adhesive residue was found on the arm of the forceps and within the post holes. Bond failure between the shim and the forceps arm.